Manufacturer narrative:
Product analysis: at analysis it was determined that the display wires were pinched, wire insulation was exposed. Analysis was able to confirm the customer comment that an error occurred, main printed circuit board (pcb) was out of specification electrical and a capacitor was damaged on the main pcb. It was found that the hanger assembly and lower case were broken and the keypad was scratched. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service and subsequently tested out of specification during the manufacturer's analysis. There was no patient involvement.